Event description:
Allegedly, cup was improperly positioned. Leg length difference. Our neck and head came out along w/the shell (w/o cup cutters). Tjo cup, screws (2), liner and head used with our neck. Cultures taken. Bmi 24.8 right hip. Component not revised: pyrd0004 profemur raz stem lot 067426983.